Event description:
It was reported that an adverse event occurred. On approximately (B)(6) 2025, the patient was admitted to the intensive care unit with diabetic ketoacidosis. It was reported that the patient was wearing a dexcom and omnipod at the time of the event, however, there was no mention of an allegation against the dexcom device that was related to dka. At the time of the report, the patient was doing well and waiting to be transported to an in-patient room at the hospital. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
Data was returned but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined.

Manufacturer narrative:
(B)(4).